Event description:
The customer reported employees who complained of physical symptoms while working with cidex opa. The customer uses the solution to process vaginal probes. The customer reports having three air exchanges an hour in the processing room, so they use a gus system. The employee reported rash, itching, and angioedema. The employee was seen by a doctor and a nurse practioner in employee health and was sent for a dermatology consult. She was prescribed loratadine, labs, and a skin biopsy, no results were provided. The customer also reported that there was construction occurring elsewhere in the building.

Manufacturer narrative:
.